Manufacturer narrative:
(B)(4) - no pt involvement.

Event description:
During use of the device for a non-clinical activity, the field svc rep observed an "01 error code" during descaling. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.